Event description:
It was reported that on (B)(6) 2013 the right atrial lead exhibited high thresholds. X-ray revealed poor positioning of the lead. On (B)(6) 2013 during a left ventricular lead procedure, the right atrial lead's suture sleeve was cut in order to provide more slack. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.